Event description:
Resp therapist went to use heel warmer on ped pt and the bag exploded from the top of the bag and contents splashed into employee's eyes. A certified rn practitioner had the contents splash on to her hair and forehead did not burn her, but her clothes did receive holes in them. Other witness was not injured. The risk mgr could not find the package, it was destroyed, not saved, all other heel warmers throughout the hosp removed on 11/30/93.device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate, labeling - difficult to read/see, labeling - on package, storage/shipment. Conclusion: device failure directly caused event, device discarded - unable to follow-up, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.